Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that patient had dislocated and was being revised due to instability. A 52x36 +4 10 degree liner and a 36mm +8.5mm ceramic head were removed and replaced with a 52x32mm +4 10 degree constrained liner and a 32mm +9 ts revision ceramic head. There were no delays or adverse events. Doi: unknown. Dor: (B)(6) 2023. Affected side: left hip. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4) device photo ad (B)(6) 2023". Review of the photographic evidence shows the base of the delta cer head 12/14 36mm +8.5. Based on the provided evidence a dislocation event between the liner and the ceramic head cannot be confirmed. The overall complaint was not confirmed as the photograph provided is not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid jnj finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient had dislocated and was being revised due to instability. A 52x36 +4 10 degree liner and a 36mm +8.5mm ceramic head were removed and replaced with a 52x32mm +4 10 degree constrained liner and a 32mm +9 ts revision ceramic head. There were no delays or adverse events. Doi: unknown dor: (B)(6) 2023 affected side: left hip.